Event description:
It was reported that during placement of a balloon expandable stent, resistance was encountered at the iliac horn and the stent detached from the balloon. The unexpanded then stent migrated to the renal artery. The delivery system was removed and another stent was implanted without incident. The detached stent was successfully retrieved with a snare the following day. There was no reported injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The implant and explant date were updated in the file but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported events, resistance was encountered when advancing the device up and over the horn and at this point the stent detached from the balloon. It is unknown if patient and/or procedural issues contributed to the reported event. Based upon the available info, the definitive root cause could not be determined. The current IFU (instructions for use) states: warnings: - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. - during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter of if the stent cannot be delivered to the target location, attempts to retract the stent/catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. - the stent cannot be re-positioned after it is fully deployed.